Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons responded appropriately. The complaint of the up arrow and down arrow keypad buttons¿ under-response was not duplicated during investigation. The keypad was removed and there was no evidence of contamination found under the button contacts. The pump case was removed and no evidence of moisture or loose components was found inside the pump. There was no defect found.